Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous sodium (na) and potassium (k) results for 2 patient samples tested on a cobas c 111. The erroneous results were not reported outside of the laboratory. Patient 1 initial na result was 111.9 mmol/l. The repeat result was 143.1 mmol/l. The initial k result was 3.3 mmol/l. The repeat result was 4.23 mmol/l. The customer visually inspected the sample and no clots or fibrin were observed. On (B)(6) 2017 patient 2 initial na result was 124.1 mmol/l. The repeat result was 141.8 mmol/l. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the customer also had issues with k results, na electrode related issues can be excluded. Possible root causes may be related to mis-sampling of patient material, ise/reference flow related issues or human factors.